Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk.

Event description:
The customer reported that drive support cap was sticking out. The blood glucose reading was 85mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.